Event description:
It was reported that the user tripped and fell onto the ilet pump, after which the display screen was broken, became unresponsive to touch, and showed vertical lines while the device appeared to continue dosing and no alerts or alarms were reported. Symptoms included no injury. Outcomes included no medical intervention, no hospitalization, and continued therapy delivery per user report. Investigation included complaint intake, verification of device identification, and arrangement for device replacement with the original device to be returned for assessment. Investigation of this case revealed physical damage to the device housing and display consistent with impact, resulting in a nonfunctional touchscreen and damaged visual indicator, while core dosing function appeared intact based on user observation. It was concluded, based on previously established findings for similar reports, that the cause was user-inflicted mechanical damage due to accidental impact.